Event description:
It was reported that a user experienced recurrent alert 42 messages indicating an insulin current sense failure on an ilet pump shortly after initial training, and the device repeatedly alarmed after restart. Customer care provided support that included technical support assessment and review of device error alerts. Investigation of this case revealed a suspected internal sensing malfunction related to the insulin delivery monitoring circuit. No clinical symptoms and no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention. It was concluded that the device malfunctioned, and the event was attributable to a device component failure within the insulin delivery sensing system that warranted replacement.